Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found inside-out insulation abrasion at 30cm to 30.5cm from the distal tip and underneath svc coil. Another inside -out abrasion was found at 4.5cm to 5.8cm from helix tip, both proximal cables were melted.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise on the lead. The lead was explanted and replaced.